Event description:
Three of 4 opened echelon flex powered articulating endoscopic linear cutter staplers malfunctioned upon use during procedure. Two were 60 mm stapler. One was 45 mm staplker; 60 mm- ref # (B)(4), lots r93u8p and r94c27 45mm- ref# (B)(4), lot r9435v.